Event description:
Returned sample has a complete break on the arterial extension leg near the hub. No pt harm was reported with this event.

Manufacturer narrative:
The complaint of a break in the extension tubing is confirmed. A complete break in the extension tubing is observed at the distal end of the anterial extension tubing and the proximal end of the red adapter. The break site is jagged, irregular with a granular veneer. The characteristics of the damage found at the break site is consistent with a tensile break, however, the exact mechanism of damage is unk. It's possible this may be a maintenance issue. The notes in this file indicate the device had been in place for approximately 1 week. Gross visual and microscopic examination and functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of aswg0002 showed no other similar product complaint(s) from this lot number.